Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device was unable to obtain an ECG signal via electrode pads. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation and there was no indication of a device malfunction. The device passed ECG simulator, bench handling, and full functional testing without duplicating the report. The device was recertified and returned to the customer. Review of the device log shows that the user had the device in the incorrect ECG view, lead ii and lead iii, which did not show the ECG signal through the pads. There is also evidence that when the user attempted to enter rescue protocol mode, the therapy cable was not attached. Since the log does not record button presses, it cannot be determined when the analyze button was pressed. Once pads were attached and the device detected a valid patient impedance, the user was able to activate rescue protocol mode. By design, activating rescue protocol mode automatically changed the lead view to pads view and an ECG trace was visible. Analysis of reports of this type has not identified an increase in trend.